Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they don't feel stimulation and is going to the bathroom less (caller confirms the ins is supposed to help them go to the bathroom more). The call center walked the caller through on how to pair/communicate. During the call, they connected to their ins which showed they were at 2.5v on program 1. The caller wasn't sure if they could make adjustments so they were redirected to their healthcare provider (hcp) to ask/discuss symptoms. Ten days later, patient said they don't feel like the device is working. They noted that they increased stimulation, but that hasn't helped. They also noted that they can tell whether or not it is on based on how they are sitting (the call center believed the patient was referring to stimulation). They noted that they don't feel like they have any urges by saying they haven't "been going to the bathroom like they need to be". They also said they can't go when they try to. As a result of what was reported, the call center recommended the patient follow up with their hcp for their recommendation and to see if they should try other programs. No further patient complications have been reported as a result of this event.